Manufacturer narrative:
Product complaint #: (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a right calf open wound debridement and suturing surgery procedure on (B)(6) 2025 and suture was used. During the procedure, at 22:45, the patient was hit by an electric vehicle, causing pain and bleeding in the right lower limb, and limited mobility. The emergency department admitted the patient with an "open right fibula fracture". The patient underwent right calf open wound debridement and suturing surgery, and when the doctor was suturing the wound, the suture broke. The doctor disinfected the wound again, opened a new suture, replaced the suture, and continued suturing the wound. This incident resulted in an extension of the suturing time. No adverse patient consequences were reported. Additional information was requested.